Manufacturer narrative:
Failure analysis confirmed intermittent button response due to corroded keypad traces. No button error alarms noted. No moisture damage noted on the electronic assy. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer spouse reported via phone call that the insulin pump has a button error. The customer's blood glucose reading was 140 ml/dl. Spouse stated the insulin pump was submerged in water, when the customer went into the pool. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.